Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 06/13/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.`follow-up report will be submitted once the evaluation is complete.